Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9 xr assay. The customer provided the following elevated results for one patient: (B)(6) 2012, (sid (B)(4)): 33.55 u/ml, generated using lot 08851m500. This patient had previously been tested on (B)(6) 2012 (sid (B)(4)) and generated a result of 8.2 u/ml. This specimen was retested on (B)(6) 2012 and generated a result of 28.85 u/ml. The customer stated no architect errors were produced when elevated results were generated. The falsely elevated results were reported out the lab. There was no adverse impact to patient management reported

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Manufacturer narrative:
The catalog number has been updated from 02k91-25 to 02k91-20. Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.